Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-mar-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the multiple cubies had failed in 1.1 and 1.2 aux. A field service engineer ejected all the cubies from drawers. The cubie trays were cleaned, and the drawer was uninstalled. The fse inspected the sensors, inseparable magnet, latch, controller card connections, and retractor band connections. All connections were re-seated, and the pyxibus cable was replaced. All components were successfully tested. The customer also tested the system and verified its proper functionality. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary, multiple cubies had failed and was detected on bus. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.